Manufacturer narrative:
Product complaint #(B)(4). Examination of the returned device confirmed the reported event. The investigation attributed the root cause to device damage from normal use and servicing. The investigation did not indicate that a broader investigation or corrective action was necessary. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the lip on trial insert was broken. No surgical delay.